Event description:
A cracked and shattered touchscreen on a pump was reported, with the damage confirmed under the screen protector, possibly due to cold weather conditions while the customer was about to shower. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump with plans to transfer their settings and connect the cgm to the replacement pump, which was sent by cts. The customer was instructed to return the damaged pump in a tandem-provided box within 10 days to avoid charges.